Event description:
After receiving product in the mail, the issues began. After opening bench, it would not close. Mechanism too tight. Feet of bench were not screwed in tight, and weren't stable. MFR says, it is damaged, I say defective. Company replaced bench. This bench would not open once closed. Feet were unstable and splayed out. I tripped on the foot of the bench, hit my head and was bleeding from my nose. I had to go to the ER.